Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/19/2017 with the following findings: a review of the black box showed a manual suspension that was never resumed, and temperature basal programs prior to the date of the issue. No suspends, temperature basal programs, or alarms were found on the date of the event. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no air bubbles. The pump was delivering accurately and within required range. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no issues occurring. No delivery interruptions or alarms occurred during investigation. The complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging an other (unusual) issue. The reporter stated that the patient had a blood glucose (bg) of 343mg/dl with nausea and moderate ketones. The patient received phone advice and treated with insulin via injection and insulin via pump. Customer support (cs) completed troubleshooting and the patient experienced air bubbles after attempting warm insulin, changing cartridges and changing ifs. The patient¿s physician was insistence on replacing the pump. This report is being made due to the bg excursion the patient experienced due an unusual issue.